Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed the instrument channel port was scraped but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. The rubber cover of the instrument channel port was lifting and misaligned. The venting connector of light guide connector was deformed. Adhesive on bending section cover had a chip. Scratches were found throughout the device. Label on light guide connector was peeled. Connecting tube had a wrinkle. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage on charge coupled device (ccd) unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the cysto-nephro videoscope as part of the asset return process. The returned device was evaluated and scraping of the forceps stopper cap was noted. There was no complaint from the user facility and no patient involvement.